Event description:
It was reported the pt's (B)(6) ipg site is uncomfortable and sore to the touch. The reported discomfort is thought to be neuropathic pain resulting from the reopening of the ipg pocket during a surgical procedure to address a lead migration issue (ref MFR report # 1627487-2012-00376). The physician plans to treat the discomfort with cortisone.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.